Manufacturer narrative:
The customer originally reported that erroneous high test results were obtained for four pts. Test data was only provided for two pts. Quality control (qc) was run daily and was within specifications before and after the erroneous results. Customer ran a system check on (B)(6) 2008 at 18:42 and it failed to washed portion. Customer then replaced the duckbill valve, ran another system check on (B)(6) 2008 at 20:06 and that passed within specifications. Customer repeated pt samples back to the last acceptable qc. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-06105.

Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed. No reports of deaths or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer. And MDR was filed for each of the two pt samples tested on separate dates.